Event description:
Customer reported going to the emergency room and subsequently hospitalized in the intensive care unit with blood glucose levels of 750 mg/dl, leading to ketoacidosis. Cause was unknown. Customer received intravenous fluids of saline and insulin for treatment which resolve the issue, and was later released from the hospital on (B)(6) 2025. System check with tandem technical support confirmed the pump was functioning as intended.